Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". This record is for right side. Device remains implanted.

Event description:
Patient reported right side "rupture". Healthcare professional later confirmed "right side rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h4, h6 visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on february 15, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.